Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product a device history record review was performed for the subject device lot. Manufacturer: synthes elmira. Date of manufacture: (B)(6) 2016. Expiration date: (B)(6) 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screws was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record documents conformance with all requirements at the time of acceptance with no anomalies or non-conformances noted. This material met all requirements and specifications with no issues documented that would contribute to this complaint condition. (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision procedure on (B)(6) 2016 due to trochanteric fixation nail advanced (tfna) lag screw cut-out. The original tfna procedure was performed on (B)(6) 2016. Subsequently, the patient experienced pain and x-rays taken on (B)(6) 2016 revealed tfna lag screw cut-out medial in the femoral head. Removed hardware included: one (1) tfna, one (1) tfna lag screw and one (1) locking screw--all intact. The patient was revised to a total hip construct. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: tfna (part #04.037.042s, lot #h149844, quantity (B)(4)) and 5.0mm locking screw (part #04.005.524, lot #unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).